Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, a work order states that a fuse was shipped. Based on this information, it is likely that the fuse was damaged. There is no further information. Based on the available information, the reported error message was confirmed as it is likely the fuse was damaged and contributed to the reported error message. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a stone removal procedure, error 188 was displayed and would not clear. The patient was under sedation. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a stone removal procedure, error 188 was displayed and would not clear. The patient was under sedation. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.